Event description:
Additional information was received from the patient. They reported that for the past "probably 6 months or so" the patient had been having trouble with their bladder. They said that every time they stand up or get out of bed, their bladder just lets go and they can't stop it. They also said that they go through about 15 pull-ups a day. The patient stated on their current program at 1.0, it felt like they were electrocuting their labia. The agent walked the patient through connecting to their settings. The patient stated that they received a "therapy is not responding" message on their handset, the patient self resolved the issue before agent could obtain more information. When the patient first connected to their ins settings, they exclaimed "ow, ow, ow." Their stimulation was at 1.1 at that time. The agent guided the patient through switching programs. The patient successfully changed programs and increased their stimulation to a comfortable level. They will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to their doctor if the issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient. It was reported that the patient called in stating the device was not helping their symptoms and they have tried multiple programs. Patient said they have an appointment w/ the healthcare provider (hcp) on the 30th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said their device does not seem to be working at all. Patient said they have tried it on different levels and increased to the point where they felt like they were being "electrocuted by way of the labia." Patient confirmed they were able to back amplitude down so they could withstand it. Patient said anytime they got the feeling of the urge to go, it "doesn't contract anymore," so every time they stand up, cough, or sneeze they "just flood." When asked for event date, patient said "about a year ago." Agent reviewed general therapy guidelines and optimization options. Agent helped patient connect to implant and adjust settings. Confirmed feeling stim strong yet comfortably in the bicycle seat area. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Patient stated their managing hcp was no longer practicing at the same facility. Agent offered to send physician listing, but patient declined and said they would reach out to different provider at the same office.